Manufacturer narrative:
G4:06sep2020, b4:08dec2020 . Per field service engineer (fse), the customer declined service and repair for this unit. The machine is in the agent company, and the agent will find other channels for repair and maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported that the unit failed with 35 volt failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair.